Event description:
It was reported that during follow-up in clinic, the patient's right ventricular (rv) lead exhibited a high capture threshold and a varying low pacing impedance. Fluoroscopy revealed that the rv lead had dislodged. The rv lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold and low pacing impedance. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.